Event description:
The ICD involved in this MDR report was interrogated during scheduled follow-up on (B) (6) 2009. The following message was displayed: "overload during last shock, 0j delivered." First recommendations were sent to reprogram the shock vector to "rv to can", in case an issue on the svc coil would be suspected. Reportedly, an electro therapy treatment was conducted on this patient on (B) (6) 2009. However, further analysis showed that the overload condition was present since (B) (6) 2008. Since a lead issue was suspected, recommendations were sent on (B) (6) 2009 stating that the defibrillation lead integrity should be checked. Further assessments were performed, and the lead was explanted (date unknown). At the time of the incident, the subject lead was associated to an ovatio with MDR: 9610579-2010-00472.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated october 29, 2009), sorin is filling this MDR at this time. Analysis is pending.